Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the tip of the intermittent catheter was hooked more than usual. Patient was unable to drain after insertion.

Manufacturer narrative:
The reported event was inconclusive. The conditions of the sample did not allow further evaluation. Visual evaluation of the returned one-photo sample noted one opened (without original packaging), used barda coude intermittent catheter. Visual inspection of the sample noted unable to confirm the condition of the affected catheter due to only photo provided for investigation. Further functional testing could not be performed if only based on the attached photo. Therefore, the reported event is inconclusive due to poor sample condition. Instructions for use were reviewed for this investigation. The labeling is found to be adequate. The device history record review could not be performed without a lot number. Based on the results of the investigation, no additional actions are required at this time. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the tip of the intermittent catheter was hooked more than usual. Patient was unable to drain after insertion.